Event description:
It was reported that a dexcom g7 continuous glucose monitoring (cgm) lost signal, and an agent assisted the user in repairing the connection and completing pairing using a provided code. No adverse clinical symptoms were reported. Outcomes included temporary interruption of continuous glucose data availability without medical intervention or health impact. User support included troubleshooting and education focused on restoring cgm communication. Investigation of this case revealed a transient communication disruption consistent with cgm signal loss, which was resolved through re-pairing and device setup steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device connection issues related to pairing and signal maintenance.